Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no fan movement and blank display when power was applied to the central control monitor (ccm). The connected lab use only (luo) roller pump displays a ¿no system computer¿ message. The pst determined that the advanced technology extended (atx) power control printed circuit board (pcb) was the cause of the problem. The service repair technician (srt) replaced the atx power control pcb. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The customer tried to reset the unit after the case, but this did not fix the issue. The field service representative (fsr) verified the reported issue. The fsr installed another monitor on the system. The suspect unit was returned to the manufacturer for further evaluation. The unit operated to the manufacturer¿s specifications.

Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor (ccm) went blank with error message "no system computer" on the pump local displays. There were no reported adverse consequences to the patient.